Event description:
Once implanted, "ventricular regurgitation" was observed. No leak was found around the sewing cuff and an aortic patch was performed. Pressure continued to elevate, the valve was explanted and replaced with a tissue valve. An intra aortic balloon pump was inserted, pt was unable to be weaned from bypass and expired. The operating room staff also had complaints of packaging (how the valve was removed from the stand and how the valve holder functioned).